Event description:
During acl procedure there was an error 03, unit not calibrated, pressure sensor is defective or error on uni-a10smd board. There was a one-hour delay to the case. Surgeon switched to gravity. No other info is available for this incident.